Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8k25-25 that has a similar product distributed in the us, list number 8k25-27.

Event description:
The customer stated that elevated architect ipth results were generated on 2 patient samples. When the patients were tested in another lab the results were normal. Patient (B)(6): architect result was 45.1 pg/ml and other lab result was 27.80 pg/ml. Patient (B)(6): architect result was 75.6 pg/ml and other lab result was 38.3 pg/ml. There was no report of impact to patient management.

Manufacturer narrative:
No returns were made available from the customer site for this investigation. The investigation of the customer issue included a review of complaint text, accuracy testing, a literature review, and a review of labeling. Accuracy testing was performed using in-house file samples of reagent lot 01913i000 and met acceptance criteria. A study was reviewed "performance characteristics of six intact parathyroid hormone assays "; sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010. This study looked at the performance characteristics of six different intact parathyroid hormone assays, including the architect ipth assay, which was the comparison method. Overall, the study found good correlation for all methods, but did indicate there was significant bias between methods. The study concluded that there are many factors that potentially influence variability for pth measurements and that standardization efforts are warranted and assay-specific decision limits are required. The architect intact pth assay package insert contains information to address the current customer issue. Based on the results of this investigation and the information from the customer site, it was determined that the architect ipth assay is performing as intended and no product deficiency was identified.